Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Receiving inspection report were reviewed and no deviations or anomalies were identified. These devices are used for treatment. A complaint history search identified no other complaint for the part/lot combination of the component. The reporter who was present during surgery stated that the surgical technique was used. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the locking screw fractured above the threads during insertion. As a result, the surgeon had to remove the articular surface, the tibial component, and the stem extension. During removal, the stem extension disassociated from the tibial component as the devices had already been cemented. It was reported that the surgery was extended by more than an hour to remove the cemented stem extension.

Manufacturer narrative:
UDI # - (B)(4). Medical products - nexgen straight stem 13mm x 145mm (100mm) catalog #: 00-5988-010-13 lot #: 63271160, nexgen precoat a/p wedge stemmed tibial plate size 3 catalog #: 00-5988-003-00 lot #: 62385618, torque wrench catalog #: 00-5987-035-00 lot #:57808500, palacos bone cement catalog #: 00-1113-140-01 lot #: ni. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. As received the lcck support screw distal threaded end has fractured off and seized in the taper feature of the stem extension. Sem analysis of the femoral post screw fracture revealed that it was fractured due to torsional shear overload. There were no evidence of fatigue fracture and no obvious inclusions were identified on the fracture. Eds semi-quantitative elemental analysis of the screw fracture showed that it was consistent with ti-6al-4v alloy. A test of the returned torque wrench verified that it is calibrated at 95 +/-5 in-lbs. The device history records for the 00-5994-032-20, lot # 63317865 with component item # 00-5994-191-00 lot # 63313254 component item # 40-5994-191-00, lot #¿s 63269113 & 63269116 with the raw material receiving inspection report for item # 88-5657-000-00 lot # 80705649 were reviewed and no deviations or anomalies were identified. The components were reviewed for compatibility with no issues noted: these devices are used for treatment. A complaint history search identified no other complaint for lot #63317865. The reporter who was present during surgery stated that the surgical technique was used but he did not see if the surgeon applied the proper torque. Based on the results of both the sem and the torque wrench calibration test, it is considered that the proper torque might not have been applied during implementation of the locking screw. The surgical technique cautions to not over or under torque the locking screw because undertightening of the screw may allow it to loosen over time while overtightening may cause the screw to fracture intraoperatively. Therefore, possible misuse is considered as the root cause of the issue.